Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension.

Event description:
An healthcare provider (hcp) via the manufacturer representative (rep) reported that during initial implant and before closing impedances were check and an issue/malfunction was found with the extension. The broken extension was replaced and impedances rechecked which showed to be fine. The facility kept the damaged extension, and there were no adverse events or patient symptoms related. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.